Event description:
It was reported that during the av graft angioplasty treatment procedure, difficulty was encountered removing the ultra-thin balloon dilatation catheter. When removing the catheter from the pt "it stretched like a rubber band." The catheter was removed successfully. No pt injuries or complications were reported. The pt's status was reported as 'fine.'